Event description:
It was reported to philips that the ventilator¿s primary alarm failed (error codes 1102 and 5021). It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported.

Manufacturer narrative:
The cpu pcba was returned to failure investigation. The customer complaint was verified. The root cause of the failure was the tantalum capacitor c208.

Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. The fse ruled out a loudspeaker failure, since when replacing the speaker of the motor controller with the one from the power management, the error code did not come from the motor controller. The resistance of both loudspeakers was within the allowable range. The fse also ruled out a failure of the motor controller and the power management pcba, since when replacing it with a test unit, the failure persists. It was determined that the failure was caused by the cpu pcba. Following the evaluation of the device, the fse replaced the cpu pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.